Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 device was fired 6-7 times. Then the surgeon went to fire again and the clips came straight out without forming. About 3-4 clips fell into the pt and were not retrieved. The surgeon irrigated and tried to suction, but the diameter of suction tube was to small to pick up the clips. A new instrument was used to complete the case.